Event description:
Un-reporting.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device photo analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional later reported right side signs of bilateral extracapsular rupture with axiliary siliconomas via ultrasound ,capsular contracture baker grade ii and fibrosis of the periprotesic capsule. Intense histiocitary reaction. Presence of cd30- via pathology report. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Capsular contracture:unable to observe as it is a medical event that is not related to the device. Inflammation/irritation:unable to observe as it is a medical event that is not related to the device. Lymphadenopathy:unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture, later reported signs of bilateral extracapsular ruptura with axiliary siliconomas, cap con baker grade iivia MRI and fibrosis of the periprotesic capsula. Intense histiocitary reaction. Presencia of cd30- via pathology report. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device status is unknown.